Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that in the most beginning of the thyroid surgery, the probe could not detect nerves. There was no reaction and no error code on the monitor. The doctor checked all the connections but could not solve the problem. Therefore, the hcp tried another new probe. The new probe could function properly with the same monitor. The surgery was delayed for about 3 minutes. The doctor said it was the initial use of the probe. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. If information is provided in the future, a supplemental report will be issued.